Event description:
Health professional reported an alleged "malfunctioning" lap-band port. Upon explant, a "linear crack" was identified in the tubing. The port was explanted and replaced. Follow up is being conducted, but information has not been received.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery. Based upon the implant date provided, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."